Event description:
Initially, it was reported that the patient was referred for lead replacement surgery. It was later reported that the patient's lead is fractured. The patient was referred for surgery. The patient underwent generator and lead replacement. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The event was already reported in manufacturer report #1644487-2009-00939.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.